Manufacturer narrative:
Initial reporter occupation: non-healthcare professional. Investigation: the reported allegations have been investigated based on the information provided to date. The following allegations have been investigated: organ/ vena cava perforation and tilt. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
The following information is alleged: the patient received a gunther tulip inferior vena cava (ivc) filter in 2005 after being diagnosed with a pulmonary embolism (pe) and deep vein thrombosis (dvt). It is alleged that the patient experienced vena cava perforation. Approximately 15 years after receiving the implant, it was discovered that the filter had tilted causing perforation of the psoas muscle as well as a vertebral body. Hospital and medical records have been requested, but not yet provided.

Event description:
Patient allegedly received an implant in 2005 due to blood clot. Patient is alleging organ/ vena cava perforation, and tilt. Patient further alleges "dizzy spells, pain", and limits to "strenuous activity" as well as bipolar and schizo affective disorders and post traumatic stress disorder (ptsd). Per computed tomography report, "there is an inferior vena cava filter noted in place with the apex located at the inferior l2 lumbar level. There is slight anterior tilt of the filter towards the anterior wall of the inferior vena cava though the apex does not appear to touch the anterior wall. There is perforation of the posterior most limb of the filter through the posterior wall of the inferior vena cava which approaches the anterior aspect of the l3-l4 disc lying just medial to the right psoas muscle. No inflammatory stranding present. The inferior aspect of the left renal vein lies 3.4 cm distal to the apex of the inferior vena cava filter."

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: dizzy, pain, limited strenuous activity, bipolar/schizoaffective disorders and post traumatic stress disorder. The reported allegations have been further investigated based on the information provided to date. Unknown if the reported dizzy, pain, limited strenuous activity, bipolar/schizoaffective disorders and post traumatic stress disorder is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.